Event description:
Reportedly, the programmer software upgrade to (B)(4) version failed even after several attempts. An explanation whether the upgrade was finally successful or not is requested.

Manufacturer narrative:
December 21, 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.